Event description:
Post deployment of a 26mm sapien xt valve, the patient¿s blood pressure began to drop. A pericardial effusion was noted via echo. After aortography, the physician diagnosed annular root rupture. The surgeon opened the chest and attempted to fix the rupture but was unsuccessful and the patient died on the table. The patient¿s native annulus measured 475mm² by tee and 420mm² by CT. There was moderate annular/ leaflet calcification and mild root calcification. The annular rupture was attributed to the patient¿s native annular calcium displacement.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, per report, displacement of native annular calcium resulted in the annular rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.